Manufacturer narrative:
The returned device was evaluated and the investigation found evidence of a damaged cannula. Its root cause was determined to be a damaged soft cannula. Damage to the soft cannula will restrict the devices ability to deliver insulin. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16 checking your blood glucose 7 / page 96 warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
A patient¿s blood glucose (bg) reached greater than 250 mg/dl while wearing the pod between 36 and 48 hours. (B)(6).